Manufacturer narrative:
The customer reported that the central nurse's station (cns) spontaneously rebooted. According to the customer, after the cns rebooted, it would not go past bios. The unit displayed an "os not found" message. Technical support (ts) troubleshot the issue and deemed that the customer needs to purchase new hdd's. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) spontaneously rebooted. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) spontaneously rebooted. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) spontaneously rebooted. According to the customer, after the cns rebooted, it would not go past bios. The unit displayed an "os not found" message. Technical support (ts) troubleshot the issue and deemed that the customer needs to purchase new hdd's. There was no patient injury reported. Investigation summary: based on the available information, a definitive root cause could not be identified. The hdds are electronic components/devices that may deteriorate through time and may wear from continual use and require proper maintenance. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6)2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 (B)(6)2022 emailed the customer via microsoft outlook for device information: no reply was received. Manufacturer references # 300295486 - 142441 follow up 001.